Manufacturer narrative:
Analysis of the returned capio slim device did not reveal damage. The device was actuated three times and it could be extended and retracted without any problem. Then it was actuated three times with the suture and no anomalies were observed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinal fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the needle carrier failed to retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. Reported event of carrier unable to retract. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinal fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the needle carrier failed to retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.